Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose down to 40 (mg/dl). The customer initially stated the cause of the low bg was unknown. The customer reported the low bgs "getting worse" after switching from the luer lock connector to the t:lock connector. Reportedly, the customer believed "the t:lock was allowing a more secure connection resulting in her getting all the insulin delivered by the pump." Juice was consumed to address bg. During follow up, the customer reported the low bgs were resolved after changes to pump basal rate settings were made.